Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011104, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011104". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011104 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 15-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01021was manufactured according to the wi version 27 on 14-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01022 was manufactured according to the wi version 27 on 14-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 1 sample out 10 samples were found with a defective tubing connector the click leg was closed, no relation with malfunction code. Wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: 1 set was found the connector the click leg was closed, no relation with malfunction code, no non-conformance (nc) raised during production related to complaint code, one complains threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011104, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 12-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "(B)(4)". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011104 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 15-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01021was manufactured according to the wi version 27 on 14-jan-2025, with a total of (B)(4) units. The sub-assembly lot 5a01022 was manufactured according to the wi version 27 on 14-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 1 sample out 10 samples were found with a defective tubing connector the click leg was closed, no relation with malfunction code. Wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: 1 set was found the connector the click leg was closed, no relation with malfunction code, no non-conformance (nc) raised during production related to complaint code, one complains threshold identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 270 mg/dl at the time of event and the patient got treated with insulin pen. Patient experienced the symptoms feeling unwell at the time of event. The duration of hospitalization was less than 24 hours. No further information available.